Manufacturer narrative:
The subject scope was inspected at the repair facility and no abnormalities or malfunctions that could cause serious injury were noted. Fujifilm corporation was unable to investigate the scope since it was repaired and returned to the user facility. Therefore, a definitive root cause could not be established.

Event description:
On june 27, 2023, fujifilm corporation was informed of an event involving ec-760r-v/l. This report addresses the second of three events that occurred at the user facility using the same scope. It was reported that during a procedure the patient experienced a minor colon abrasion that is suspected to have been caused by a sharp point on the distal end. The scope was switched causing a slight delay. Thereafter, the procedure was completed successfully without further incident. There is no death associated with the event. As such, this report is being submitted in abundance of caution.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.